Manufacturer narrative:
The suspect device is not expected to be returned for evaluation. A follow up report will be submitted once the investigation and the product history review are complete.

Event description:
It was reported through pmcf that a patient was treated for cardiomyopathy using the prelude snap splittable sheath for introduction of pacing/defibrillator lead experienced air embolus and blood loss. The event of air embolus was considered possible related to device and the event of blood loss was considered not related to device. No additional treatment was required.